Event description:
The technician alleged the bed had no nurse call function. No pt impact.

Manufacturer narrative:
The technician found the onsite side com power control board had a broken connector where the communication cable attaches to the board. The technician replaced the onsite side com power control board assembly to resolve the issue.